Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and triggered an alert due to high out of range (oor). It was also noted that the lead triggered a lead integrity alert (lia). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Concomitant medical products: 1688 lead implanted: (B)(6) 2010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead had high undefined pacing and rv coil impedances. The patient received inappropriate shocks due to lead noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.